Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller; an aide of the patient states that the chair is only going to the right and that it goes to the left when she goes backwards.